Manufacturer narrative:
Date for event was reported as follows: incision pain/itching "a couple of weeks ago, end of last month" ((B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator (ins) used for fecal incontinence as well as gastrointestinal/pelvic floor. Consumer reported the incision where they put the ins in healed following surgery, but the last 3-4 days prior to the report the incision site was sore again and the patient could hardly sit down. Additional information received from the patient on (B)(6) 2018 reported that, suddenly after implant, they had pain at the incision again. The patient contacted their managing healthcare professional (hcp) but never got a chance to see them. The patient was given antibiotics and was still taking them. The patient also reported they had itching going on but no visible rash. They stated that they were itching all the time and also had a tingling sensation from the stimulation but clarified the itching was different. The patient had tried treating the issue with vaseline and fungus medication. It was noted that the itching started before the patient was given the antibiotics but around the same time as the incision pain started. Both the incision pain and itching symptoms started around the same time, which was a couple of weeks ago (¿end of last month¿ ¿ (B)(6) 2018). There were no further complications reported or anticipated.